Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis revealed a deformed fixation helix, which most likely resulted from the mechanical forces applied during the extraction procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the reported clinical observations. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to loss of capture and poor sensing. No adverse patient events were reported. Should additional information be received, this file will be updated.